Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 27x1/2 ll eclipse was clogged. This was discovered during use. The following information was provided by the initial reporter: needle for subcutaneous medicine administration with difficulties for liquid passage by the circuit, preventing medicine administration. Info received: the medicine used was xgeva (denosumabe). Related to patient, there was damaged once the incident was just observed during the medicine administration and it was necessary two attempts for medicine administration.

Manufacturer narrative:
H.6. Investigation: DHR, maintenance records and verified quality notifications were performed and no deviations were found for this batch. A photo of the incident reported for evaluation was received but did not display the reported defect. Without the sample it is not possible to investigate and determine the root cause for the incident. Retention samples were tested and the incident was not identified. The production processes are validated according to the defined acceptance criteria. Thus, it is not possible to confirm the complaint.

Event description:
It was reported that needle 27x1/2 ll eclipse was clogged. This was discovered during use. The following information was provided by the initial reporter: needle for subcutaneous medicine administration with difficulties for liquid passage by the circuit, preventing medicine administration. Info received: the medicine used was xgeva (denosumabe). Related to patient, there was damaged once the incident was just observed during the medicine administration and it was necessary two attempts for medicine administration.